Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (patient result = 0.510 ng/ml versus expected < 0.012 ng/ml) from a single patient sample run on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was reported out of the laboratory and questioned by the physician. The sample was re-tested (patient result <0.012 ng/ml versus expected < 0.012 ng/ml) and the corrected report was issued, which was believed to be true. The patient was not treated based on the higher than expected result. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 integrated system. An ocd field engineer performed service actions unrelated to the event to optimize the performance of the analyzer. Pre-service and post-service precision testing results were within guidelines. In addition, the patient sample was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. There is no evidence that the vitros 5600 integrated system or the vitros trop I es reagent had malfunctioned. However, a pre-analytical sample processing cannot be ruled out as a contributing factor.